Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 5 mixed tricuspid regurgitation (tr) and enlarged atrium for a triclip procedure. During preparation of the triclip steerable guide catheter (tsgc), a loss of column was observed in the hemostasis valve. The preparation was repeated, but the issue persisted. The tsgc was then replaced with another device to complete the procedure with implantation of four triclips. The tr was reduced to grade 2 post procedure. There was no clinically significant delay or adverse patient effects reported.